Event description:
It was reported that when the patient presented to the ER with chest pain, perforation was observed. A thoracotomy was performed to repair the hole. The lead was explanted and replaced. The patient was doing fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).